Event description:
It was reported the subject device exhibited a situation were it couldn't get through the washer. The issue occurred during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - phone number : (B)(6). Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to clogging of the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, and h11. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.